Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that numerous stored episodes were observed on this patient's device during routine follow-up. Upon review, the episodes were found to be inappropriately declared due to right ventricular (rv) lead noise and oversensing. Provocation testing was performed and the noise observed with arm movements and pectoral contractions. High out-of-range pace impedance measurements were also noted in bipolar configuration while measurements in unipolar remained within normal limits. A revision procedure was performed at which time the lead was surgically abandoned and replaced. The physician later noted insulation damage was observed during the revision. The patient's device was also electively replaced during the procedure. No adverse patient effects were reported.